Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. However, all records from manufactured lots are reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The actual complaint sample (1 each) was returned for review without packaging or lot number identification. The sample was evaluated by testing the pump. The results of the test found that the nutrient fluid leaked from the silicone tube at the connecting part. Therefore, the actual complaint sample confirmed the reported issue of leaking. A formal corrective/preventative action (CAPA) was opened with the supplier to address the root cause and corrective actions. Included in the CAPA are process improvements for the inspections of the process router parts and tooling modification and validation. Currently the CAPA is pending implementation and validation said to be completed within the current year.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the nutrition leaked from the connecting part while using the pump set. There was no patient harm.